Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, after lead fixation, tested parameters were not ideal. Physician tried to re-position the ipl to another position but found the lead tip could not be retracted and screwed out smoothly. The ipl was replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.